Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During shift check, the user facility biomed stated that the autopulse platform (sn (B)(4)) does not power up at all with fully charge battery. There were no lights, display was blank, no beeps, or audio can be heard. No patient involvement.